Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that the lead was returned severed 141mm from the terminal pin. Two segments were returned, a terminal end segment and a tip segment. The total length was 645mm. All filars appeared to be cut. The extracting stylet was returned stuck in the tip segment of the lead. Puncture holes were noted in the insulation and blood/body fluid noted in the lumen. Additionally, the helix was bent and tissue was noted to be entwined in the helix. Further testing confirmed the lead to be electrically continuous with manipulation.

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific received information from a patient advocate that this right ventricular (rv) lead had not met performance expectations. The patient with this device system was seen in the clinic and had complaints of chest pain on the left side. The device system was interrogated and the rv lead exhibited loss of capture (loc) during the device check and no capture was noted when programmed to 7.5 volts (v). R-wave measurements had decreased from 12 millivolts (mv) to 2 mv, along with increased threshold measurements from 0.7 v to greater than 7.5 v. Impedance measurements were stable. A chest x-ray indicated that the rv lead had advanced approximately two inches to three inches further than the original position and was suspected to have perforated the patient's cardiac tissue. A revision procedure was performed and an echocardiogram indicated no effusion. The physician suspected that the perforation may have resolved on it's own. The rv lead was explanted. No additional adverse patient effects were reported. The rv lead was returned for reliability analysis.